Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests. No unexpected dive/motor anomaly or other motor, rewind errors and anomalies were noted during testing. Motor was tested outside the device, and it passed. Device have scratched case. Device p-cap or test reservoir lock in place properly. Device makes slight noise when shaking is activated, however this is a normal occurrence and no rattle anomaly noted. (B)(4).

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that when shaking the insulin pump rattles very loud. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.